Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issues with several infusion sets. Customer stated that the insulin pump would alarm insulin flow blocked and had a bent cannula issues. Customer also reported to have experienced high blood glucose readings of 270 mg/dl to as high as over 500 mg/dl. Customer stated that there was insulin leak at insertion site and the infusion set cannula was bent. Customer checked the blood glucose reading using a different meter blood glucose was at 499 mg/dl and 513 mg/dl and treated with insulin pump and changed the infusion set. Customer's blood glucose value was 237 mg/dl the morning prior to call. No high blood glucose troubleshooting was performed. Customer was advised that infusion set will be replaced and no product is returning for analysis.